Event description:
Boston scientific received information that this patient's system consisted of this device and an unknown competitive right ventricular (rv) lead. The device was being explanted for normal battery depletion and the lead was going to be explanted during the same procedure due to noise which had been oversensed causing pacing inhibition. The lead was unable to be disconnected from the device as the setscrew could not be retracted. The physician cut and capped the lead. After that device was explanted a second attempt was made to disconnect the lead terminal from the device in order to possibly identify the lead mode, however, this was unsuccessful and the tip of the wrench broke off in the setscrew. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is expected to be returned for testing. This product issue will be updated when additional details are received.

Event description:
--

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, visual inspection found that a wrench tip was broken off in the setscrew and that the setscrew was in the up (loose) position. Microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing. No other adverse events have been reported. This product issue will be re-evaluated if additional details are received.